Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported detergent dripping from the scope after reprocessing issue could not be determined, as the facility reprocessing processing procedure was reviewed and found to be implemented in accordance with the IFU, however, the issue was likely the result of improper reprocessing; an in-service has been scheduled with the facility reprocessing staff. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope had green detergent in the bottom of the storage cabinet dripping from the scope. The issue was found in storage after reprocessing. There were no reports of patient harm.